Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The nurse reported she noticed a puddle of tpn liquid on the floor near the patient's bedside. After investigation, the nurse noted that the leak came from the IV pump segment of the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the set leaking at the pump segment was confirmed. During visual inspection it was noted that the silicone segment had a tear near the upper fitment that measured 0.824mm long. Examination under magnification showed a crush mark to the upper blue fitment. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.